Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.25 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion and it was noted that the proximal portion of the stent was flared. The device was simply removed from the patient and the procedure was completed with a 2.25 x 26 non-bsc stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the crimped stent found that the proximal end of the stent was damaged and bunched in a distal direction exposing the balloon body. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.25 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion and it was noted that the proximal portion of the stent was flared. The device was simply removed from the patient and the procedure was completed with a 2.25 x 26 non-bsc stent. No patient complications nor injuries were reported.